Event description:
It was reported that a device fracture occurred. The target lesion was located in the right coronary artery (rca). A stingray lp catheter was selected for use. During unpacking, it was noted that the delivery shaft got fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. (B)(6) hospital.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the right coronary artery (rca). A stingray lp catheter was selected for use. During unpacking, it was noted that the delivery shaft got fractured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection found a shaft kink at the distal end of the hub, and another at 6.5cm from the strain relief. Microscopic inspection found contrast in the inflation lumen and the loosely folded balloon. There was no further damage or irregularity detected. Media inspection depicted a portion of the device with two visible shaft kinks: one at the distal end of the hub and another further distal towards the balloon. The strain relief was removed from the hub position and fed distally down the shaft.